Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of a touch contamination. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Thirty-three days after the initial peritonitis diagnosis, the patient experienced a relapsing peritonitis. The cause of the relapsing peritonitis was unknown. The patient was not hospitalized for the relapsing peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the relapsing peritonitis event. Dianeal therapies were ongoing. It was reported that the patient had recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering) and was recovering from the relapsing peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.